Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected/additional information. D4: lot number- corrected information. D4: primary UDI number- additional information. D10: concomitant medical product name- corrected information. D10: medical product- corrected information. D10: therapy date- corrected information. H2: type of follow up- corrected information/additional information. H4 device mfg date- corrected information- please disregard initial reporting of this field. H6: labeled for single use- corrected information. H6: corrected information.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.